Manufacturer narrative:
(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator alarmed circuit disconnect, low minute ventilation (ve) and low pressure. The customer also claimed that it sounds like there was no flow coming out of the turbine. At this time. Patient involvement associated with the reported event is unknown.